Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also moisture damage was noted on the motor during visual inspection. The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer's insulin pump had been exposed to moisture, and also had fluid inside of the pump. It was reported that the screen was going blank, and random numbers would appear on the screen. The customer's blood glucose level was reported to be 324mg/dl. It was reported that the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.